Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that after registering, the surgeon felt inaccurate by 2-3 mm inferior. Scans were coming from a carestream scanner. There was no patient impact reported and a less than one hour delay to surgery. There were several different series submitted with ranging quality for the 3d models and registration techniques. Since they are all anonymized it cannot be determined which patient goes to which state. These were analyzed by the representative for the site. For the first exam there were two types of images involved, CT and MRI. It appears the surgeon did not want to merge this CT (which is the preferred reference exam when merging) to the available MRI¿s. Registering on MRI¿s although possible, is not ideal and can cause additional difficulties. Additionally it appears the patient was registered in the prone position, but as the trace did not cover any unique anatomy for the system to identify, the curves that are being traced across can be interpreted to be at any location on the head. This occurred with multiple trace attempts that resulted in 4.7 and 6.8 mm registration accuracy values. After this the site switch trace pattern locations to the front of the head. This registration attempt followed proper procedure much more thoroughly. Comparing the recommended tracing pattern in the top left of the software to the model, they are pretty similar. As a result, a much lower registration accuracy was experienced ¿ 3.6 mm. This same technique, with less tracing and a few touch points also yielded a smaller registration accuracy metric than the ones that were done prone. Yet another trace was done that did not include unique anatomy and yielded a 4.0 mm accuracy. In conclusion, these registrations did not yield any zones of accuracy. That was due to poor registration technique. Patient 2 utilized CT images that followed the imaging protocol. The first one that popped up was actually pretty good. It did not yield a green zone of accuracy, so per our system description, we can only ensure accuracy within 2.0 mm while inside the yellow zone. If the surgeon feels inaccurate by 2.0 mm while in the yellow, that is how the system is designed. To emphasize or grow a sphere of accuracy, add more touch or trace points to pull or push the zone in a particular direction. The tracing pattern is okay, it could venture more towards the ears, antler across the head more, and christmas tree on the nose. But a 2.3 registration metric is pretty good. The tip of the nose is also cut off just a little bit. Some of the green dots are ¿fading¿ below the skin near the temple. The following two attempts appear to be the surgeon starting and stopping the tracing unintentionally. These were disregarded due to user error. In conclusion, this was a pretty good registration, a green zone of accuracy just was not produced. As a result, better accuracy within the yellow zone could not be ensured. Accuracy within 2.0 mm is approximately the closest the surgeon was going to feel for this case. For patient 3, the patient had a pretty ideal scenario. It meets our imaging protocol almost perfectly, the only thing is that the top of the head is cutoff which is standard in ent cases. The registration technique could be better, and was not to standard. This was likely due to limited space on the patient's forehead. This registration did create both the yellow and green zones of accuracy. The surgeon should be within 1 mm of accuracy while inside the green zone. In this case, the green zone was pretty large and encompassed most of the nasal cavity towards the front of the patient¿s head. Outside of the green, 2 mm of accuracy is again expected. The entire head was encompassed in yellow. There were a few points where it appears the surgeon pre-maturely pulled away and as a result, gave those few red dots. With the new application, these red dots are just rejected. They are no longer calculated into the registration. In conclusion, the green zone of accuracy was visible on this patient. A good experience with this case could be expected and pretty close accuracy unless the instrument being used had been compromised. With patient 4 the patient had a pretty nice 3d model that followed imaging protocol almost perfectly. The only recommendation would be to include the top of the head so the entire skull is encompassed, this will pay dividends when registering. When turning the transparency down, some points were starting to sink below the skin around the temple region. However, they did not turn yellow so they were not too bad. It was good to add touch points to the model, however this was quite symmetrical. If the inner canthus point was removed, it would be perfectly symmetrical. It would have been better to avoid the tip of the nose as a touch point however, that can sometimes create more problems than solutions. The ears are cut off so using them as touch points would be difficult, that¿s why following the imaging protocol to include our zone of interest is critical. The patient might have been victim to the scanner itself. In conclusion, while only producing a yellow zone of accuracy the surgeon can only expect to be within 2 mm of accuracy inside this zone. This zone was fairly small, so once the surgeon proceeded deeper into the anatomy, accuracy issues should have been expected outside of that yellow. A 3.3 registration, although not ideal, could be usable. The zone of accuracy was more revealing however since it was quite small. Expanding the trace pattern and not keeping it so tight would likely help with this issue. The touch points should also be more asymmetrical.

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that there were several different series submitted with ranging quality for the 3d models and registration techniques. There were only 3 reported cases, but since they are all anonymized it cannot be determined which patient goes to which state. For the first exam there were two types of images involved, CT and MRI. It appears the surgeon did not want to merge this CT (which is the preferred reference exam when merging) to the available MRI¿s. Registering on MRI¿s although possible, is not ideal and can cause additional difficulties. Additionally it appears the patient was registered in the prone position, but as the trace did not cover any unique anatomy for the system to identify, the curves that are being traced across can be interpreted to be at any location on the head. This occurred with multiple trace attempts that resulted in 4.7 and 6.8 mm registration accuracy values. After this the site switch trace pattern locations to the front of the head. This registration attempt followed proper procedure much more thoroughly. Comparing the recommended tracing pattern in the top left of the software to the model, they are pretty similar. As a result, a much lower registration accuracy was experienced ¿ 3.6 mm. This same technique, with less tracing and a few touch points also yielded a smaller registration accuracy metric than the ones that were done prone. Yet another trace was done that did not include unique anatomy and yielded a 4.0 mm accuracy. In conclusion, these registrations did not yield any zones of accuracy. That was due to poor registration technique. Patient 2 utilized CT images that followed the imaging protocol. The first one that popped up was actually pretty good. It did not yield a green zone of accuracy, so per our system description, we can only ensure accuracy within 2.0 mm while inside the yellow zone. If the surgeon feels inaccurate by 2.0 mm while in the yellow, that is how the system is designed. To emphasize or grow a sphere of accuracy, add more touch or trace points to pull or push the zone in a particular direction. The tracing pattern is okay, it could venture more towards the ears, antler across the head more, and christmas tree on the nose. But a 2.3 registration metric is pretty good. The tip of the nose is also cut off just a little bit. Some of the green dots are ¿fading¿ below the skin near the temple. The following two attempts appear to be the surgeon starting and stopping the tracing unintentionally. These were disregarded due to user error. In conclusion, this was a pretty good registration, a green zone of accuracy just was not produced. As a result, better accuracy within the yellow zone could not be ensured. Accuracy within 2.0 mm is approximately the closest the surgeon was going to feel for this case. For patient 3, the patient had a pretty ideal scenario. It meets our imaging protocol almost perfectly, the only thing is that the top of the head is cutoff which is standard in ent cases. The registration technique could be better, and was not to standard. This was likely due to limited space on the patient's forehead. This registration did create both the yellow and green zones of accuracy. The surgeon should be within 1 mm of accuracy while inside the green zone. In this case, the green zone was pretty large and encompassed most of the nasal cavity towards the front of the patient¿s head. Outside of the green, 2 mm of accuracy is again expected. The entire head was encompassed in yellow. There were a few points where it appears the surgeon pre-maturely pulled away and as a result, gave those few red dots. With the new application, these red dots are just rejected. They are no longer calculated into the registration. In conclusion, the green zone of accuracy was visible on this patient. A good experience with this case could be expected and pretty close accuracy unless the instrument being used had been compromised. With patient 4 the patient had a pretty nice 3d model that followed imaging protocol almost perfectly. The only recommendation would be to include the top of the head so the entire skull is encompassed, this will pay dividends when registering. When turning the transparency down, some points were starting to sink below the skin around the temple region. However, they did not turn yellow so they were not too bad. It was good to add touch points to the model, however this was quite symmetrical. If the inner canthus point was removed, it would be perfectly symmetrical. It would have been better to avoid the tip of the nose as a touch point however, that can sometimes create more problems than solutions. The ears are cut off so using them as touch points would be difficult, that¿s why following the imaging protocol to include our zone of interest is critical. The patient might have been victim to the scanner itself. In conclusion, while only producing a yellow zone of accuracy the surgeon can only expect to be within 2 mm of accuracy inside this zone. This zone was fairly small, so once the surgeon proceeded deeper into the anatomy, accuracy issues should have been expected outside of that yellow. A 3.3 registration, although not ideal, could be usable. The zone of accuracy was more revealing however since it was quite small. Expanding the trace pattern and not keeping it so tight would likely help with this issue. The touch points should also be more asymmetrical. Analysis found that the issue was related to the exam protocols from the site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier updated with new information from the site. Patient age/date of birth, and weight were received. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.